Event description:
A baxter sales representative (bsr) called corporate product surveillance (cps) to relay a report received from a clinical coordinator on the same day for an unknown quantity of minicaps which were noted to be cracked when delivered to the home patient (hp) on an unknown date. There was no patient involvement since the defect was noted prior to use. There was no injury of medical intervention reported. A follow up was done via phone. The hp stated they had 4 minicaps with cracks in them; they had saved them and will send them back to baxter. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed since all samples were discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.